Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter exhibited air bubbles. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After the catheter was inserted into the sheath air bubbles were observed during aspiration/flushing. Despite multiple attempts to aspirate and flush the physician still thought that the catheter was introducing bubbles into the sheath. The catheter was replaced and the procedure was completed. No patient complications were reported.